Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that there is blood in the upper aligner by their canine. Their lip is deeply split. Aligner cutting their upper lip. Provided tips, recommended filing aligner and warm salt water rinses. Requested additional information.